Manufacturer narrative:
Legacy pedicle screw instrumentation, iliac bolts, verte-stack crescent interbody cages, cancellous allograft chips (implant: (B)(6) 2006). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This event was also reported under manufacturer report # 1030489-2013-03317.

Event description:
It was reported that on (B)(6) 2006, patient pre-op history and physical include: chief complaint: low back pain, leg pain with weakness, scoliosis deformity. Conservative pain management therapies such as injections, medications, rest, self-directed rehabilitation were unsuccessful. Patient has ms and was confined to a wheel chair at the time of this visit. Patient underwent posterior spinal fusion from t4 to sacrum / posterior lumbar interbody fusion l4-s1/segmental pedicle screw instrumentation from t4 to sacrum / pelvic fixation with iliac bolts/ decompressive laminectomies l3-l5 <(>&<)> s1 with bilateral root exploration due to stenosis and radiculopathy/anterior interbody cage instrumentation from l4 to s1/spinal cord nerve root monitoring/fusion with local auto graft bone and rhbmp-2/acs. On (B)(6) 2006, post op emergent consult: hypovolemic shock. On (B)(6) 2006, single view chest for fever. Per medical records, findings were as follows: there is left lower lobe atelectasis. Left sided subclavian venous catheter tip was within the superior vena cava. No pneumothorax. Spinal fusion hardware. On (B)(6) 2006, ap portable chest for history of atelectasis. Per medical records, findings were as follows: extensive spinal fixation hardware is unchanged as is the central venous catheter. There is improve aeration at the left lung base with decreased atelectasis. There is persistent atelectasis on the right possibly the posteriorly layering pleural fluid. Cardiomediastinal silhouette is within normal limits. On (B)(6) 2002, follow up chest cta for shortness of breath. Per medical records, findings were as follows: pulmonary arteries enhance normally, without evidence of clot. Dual posterior rods with bilateral transpedicular screws secure the upper thoracic and lumbar spine. Layering bilateral pleural effusions with compressive atelectasis are present with some clustering of vessels. A central venous catheter tip is within the superior vena cava. No adenopathy or pericardial effusion is seen. On (B)(6) 2006, bilateral lower extremity venous duplex for leg pain and swelling. Per medical records, findings were as follows: there is no evidence of intraluminal thrombus. Compression and augmentation are normal throughout. On (B)(6) 2006, chest pa/lateral for history of fever. Per medical records, findings were as follows: patient had thoracolumbar fusion. There is right sided lower lobe infiltrate and associated effusion. Can¿t distinguish simple atelectasis or developing pneumonia. On (B)(6) 2006, portable view of chest for history of fever. Per medical records, findings were as follows: patchy right basilar density which has improved when compared to the prior study. Mild hemidiaphragm remains. There is an extensive thoracic spinal fusion hardware. On (B)(6) 2006, chest cta for chest pain and right sided pleuritic symptoms. Per medical records, findings were as follows: no CT angiographic finding of pulmonary embolism. Moderate bilateral lower lobe atelectasis with small pleural effusions. The most central left sided transpedicular screw probably t5 or t6 courses just beyond the cortex of the vertebral body into the soft tissues medial to the descending thoracic aorta. On (B)(6) 2006, kub/abdomen for abdominal pain. Per medical records, findings were as follows: extensive thoracolumbar fusion hardware noted with some streaky right basilar pulmonary opacity. There is no obstruction or ileas. Spinal fusion hardware expected on this frontal view. On (B)(6) 2006, standing ap <(>&<)> lateral views of the spine for history of scoliosis, status post repair. Per medical records, findings were as follows: demonstrates laminar hooks, pedicle screws as well as posterior fusion rod extending from t4 to the sacroiliac joints. There is mild levoscoliotic curve to the lumbar spine with approximately 7 degrees. On (B)(6) 2006 ¿ post op hospital discharge. The patient's attorney stated: "no claims made in records reviewed."